Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the drive support cap on the insulin pump was loose and sticking out from the side of the insulin pump. Customer's blood glucose was reportedly within normal range. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked end cap. The drive support disk was inspected and no anomaly was noted.